Manufacturer narrative:
Manufacturer narrative: no potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to symatese quality management system. Pharmacovigilance comment: the serious events of vascular occlusion, implant site necrosis and nerve injury were considered expected and possibly related to the treatment. Serious criteria include the need for medical intervention with hyaluronidase to prevent permanent damage. The non-serious, expected events of livedo reticularis, implant site vesicles, implant site discolouration and poor peripheral circulation, and the unexpected event of gingival discolouration were considered possibly related to the treatment. Potential contributory factors include injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 21-may-2019 by a physician which refers to a female patient of unknown age. Concerning the patient's medical history, a pregnancy(pregnancy) at the time of the injection was denied or considered unlikely; during course, an early pregnancy then was confirmed, with close temporal decision for termination. The patient also had an increased nicotine abuse. No information about previous filler treatments has been provided. On (B)(6) 2019, the patient received treatment with 1ml restylane defyne (lot s2190170005, exp. Date 31-jan-2021) to cheeks. The injection was supraperiostal; 0.5 ml per side (0.2 ml, 0.2 ml, and 0.1 ml by single depot technique), with help of an injector, to the central maxillary area. Simultaneous other treatments were not further specified. Around two hours after the injection, the patient noted development of the reactions described below but did not present to the reporter until about 80 hours later. Intermediately, the pregnancy was diagnosed; the reporter took a consequent psychological repression and increased thrombophilia because of hormonal changes into consideration. Due to resulting stress, increased nicotine abuse took place before the presentation to the reporter. Two hour after the injection, the patient presented with a mixed arterio-venous insufficiency reaction (by compression and/or intravasal injection)(vascular occlusion), which was observed with projection to a buccal skin area at right cheek area (marbling(livedo reticularis), small lesion of epidermis (perhaps burst blister)(implant site vesicles), red discolouration(implant site discolouration) and a livid stripe-shaped discolouration of the gingiva of the upper incisor(gingival discolouration) was noted. Capillary refill was maintained in skin area and gingiva but delayed(poor peripheral circulation). The patient experienced a beginning necrosis(implant site necrosis). Besides, there was neuropraxia(nerve injury) in the upper quadrant of the respective side of the upper lip. On (B)(6) 2019, around 80 hours after the treatment, the patient received corrective treatment with 70 iu of hyaluronidase [hyaluronidase], injected in depots containing 10 units each, especially to the assumed area of the arteria alveolaris superior anterior, resulting in a mild improvement. The patient was instructed to massage the area and apply warmth. The patient presented again on the next day. Another injection of 70 iu of hyaluronidase was given, and the neuropraxia in the upper lip area resolved except in a minimal area, blood perfusion and venous drainage of gingiva improved as well as marbling of the skin, there was no progression of the epidermal findings. On each of the following two days, 30 units of hyaluronidase was given, with further improvement on each day. A week later, nearly complete healing of the findings was diagnosed, without any demarcation of a necrosis. Since first administration of hyaluronidase, no progression of symptoms or demarcation had occurred. At the time of the report, according to a phone call with the patient one month after occurrence of the adverse events, only a small red discolouration of the skin area (not clear if it was related to the events) occurred under heat conditions, without any further problems. The reporting physician assessed causality between the product and the adverse events as possible. The physician assessed the case as serious with the serious criteria of required intervention. Outcome at the time of the report: beginning necrosis was recovered/resolved. Mixed arterio-venous insufficiency reaction (by compression and/or intravasal injection) was recovered/resolved. Neuropraxia was recovered/resolved. Marbling was recovered/resolved. Small lesion of epidermis (perhaps burst blister) was recovered/resolved. Red discolouration was recovered/resolved. Capillary refill was maintained in skin area and gingiva but delayed was recovered/resolved. Livid stripe-shaped discolouration of the gingiva of the upper incisor was recovered/resolved. Tracking list: v.0 initial, v.1 fu received on 26-jun-2019: medical history, volume, injection technique, lot number and outcomes were updated. Added corrective treatment details and the events of vascular occlusion, livedo reticularis, vesicles, discolouration, poor peripheral perfusion, gum discolouration and pregnancy (special situation). V.2 fu received on 17-jul-2019: patient demographic data, ae onset dates, severity of the events, treatment date and reporter causality were reported.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 21-may-2019 by a physician which refers to a female patient of unknown age. Concerning the patient's medical history, a pregnancy(pregnancy) at the time of the injection was denied or considered unlikely; during course, an early pregnancy then was confirmed, with close temporal decision for termination. The patient also had an increased nicotine abuse. No information about previous filler treatments has been provided. On an unknown date, the patient received treatment with 1ml restylane defyne (lot s2190170005, exp. Date 31-jan-2021) to cheeks. The injection was supraperiostal; 0.5 ml per side (0.2 ml, 0.2 ml, and 0.1 ml by single depot technique) to the central maxillary area. Simultaneous other treatments were not further specified. Around two hours after the injection, the patient noted development of the reactions described below but did not present to the reporter until about 80 hours later. Intermediately, the pregnancy was diagnosed; the reporter took a consequent psychological repression and increased thrombophilia because of hormonal changes into consideration. Due to resulting stress, increased nicotine abuse took place before the presentation to the reporter. Two hour after the injection, the patient presented with a mixed arterio-venous insufficiency reaction (by compression and/or intravasal injection)(vascular occlusion), which was observed with projection to a buccal skin area at right cheek area (marbling(livedo reticularis), small lesion of epidermis (perhaps burst blister)(implant site vesicles), red discolouration(implant site discolouration) and a livid stripe-shaped discolouration of the gingiva of the upper incisor(gingival discolouration) was noted. Capillary refill was maintained in skin area and gingiva but delayed(poor peripheral circulation). The patient experienced a beginning necrosis(implant site necrosis). Besides, there was neuropraxia(nerve injury) in the upper quadrant of the respective side of the upper lip. As corrective treatment, the patient received 70iu of hyaluronidase [hyaluronidase], injected in depots containing 10 units each, especially to the assumed area of the arteria alveolaris superior anterior, resulting in a mild improvement. The patient was instructed to massage the area and apply warmth. The patient presented again on the next day. Another injection of 70 iu of hyaluronidase was given, and the neuropraxia in the upper lip area resolved except in a minimal area, blood perfusion and venous drainage of gingiva improved as well as marbling of the skin, there was no progression of the epidermal findings. On each of the following two days, 30 units of hyaluronidase was given, with further improvement on each day. A week later, nearly complete healing of the findings was diagnosed, without any demarcation of a necrosis. Since first administration of hyaluronidase, no progression of symptoms or demarcation had occurred. At the time of the report, according to a phone call with the patient one month after occurrence of the adverse events, only a small red discolouration of the skin area (not clear if it was related to the events) occurred under heat conditions, without any further problems. The physician assessed the case as serious with the serious criteria of required intervention. Outcome at the time of the report: beginning necrosis was recovered/resolved. Mixed arterio-venous insufficiency reaction (by compression and/or intravasal injection) was recovered/resolved. Neuropraxia was recovered/resolved. Marbling was recovered/resolved. Small lesion of epidermis (perhaps burst blister) was recovered/resolved. Red discolouration was recovered/resolved. Capillary refill was maintained in skin area and gingiva but delayed was recovered/resolved. Livid stripe-shaped discolouration of the gingiva of the upper incisor was recovered/resolved. Tracking list: v.0 initial, v.1 fu received on 26-jun-2019: medical history, volume, injection technique, lot number and outcomes were updated. Added corrective treatment details and the events of vascular occlusion, livedo reticularis, vesicles, discolouration, poor peripheral perfusion, gum discolouration and pregnancy (special situation).

Manufacturer narrative:
Manufacturer narrative: the reported lot number was valid. Pharmacovigilance comment: the serious events of vascular occlusion, implant site necrosis and nerve injury were considered expected and possibly related to the treatment. Serious criteria include the need for medical intervention with hyaluronidase to prevent permanent damage. The non-serious, expected events of livedo reticularis, implant site vesicles, implant site discolouration and poor peripheral circulation, and the unexpected event of gingival discolouration were considered possibly related to the treatment. Potential contributory factors include injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action.

Manufacturer narrative:
Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious events of necrosis and nerve injury at the implant site were considered expected and possibly related to the treatment. Serious criteria include the need for medical intervention with hyaluronidase to prevent permanent damage. Potential contributory factors include injection technique. Potential etiologies include vascular occlusion and compression. The case meets the criteria for expedited reporting to the regulatory authorities.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 21-may-2019 by a physician which refers to a female patient of unknown age. No information about medical history, history of allergies or previous filler treatments has been provided. On an unknown date, the patient received treatment with restylane defyne for aesthetic indication and experienced beginning necrosis (implant site necrosis) and a neural damage(implant site nerve injury) at the right cheek area after augmentation. Lot number, amount, needle type and injection technique were not reported. Under use of hyaluronidase [hyaluronidase] as corrective treatment, the beginning necrosis could be prevented and the neural damage was reversible. According to the physician, the patient was recovering. The physician assessed the case as serious with the serious criteria of required intervention. Outcome at the time of the report: beginning necrosis was recovering/resolving. Neural damage was recovering/resolving.